Event description:
Customer called to report the pump had a full segment display when the select button was pressed. Also it was stated that the device was beeping without an alarm showing on display. The settings on the unit were correct.